Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed that the display was out of specification. It was also noted that the upper and lower cases were broken, the ring cover and two side bail covers were broken, the lead flex cover was contaminated, the battery contacts were compressed, the ring was bent and the keyboard was cosmetically damaged.

Event description:
It was reported that the lower menu screen of the external pulse generator had dark lines running through it. The generator was returned for service. This was discovered during preventative maintenance and there was no patient involvement or impact.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.